Event description:
According to info supplied, customer fell out of chair as it was lifting her.

Manufacturer narrative:
Brought device back to product development. Evaluated device and could not find any defects. Replaced device with new one.